Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while ventilating on the test lung, the ht70 ventilator generated an alarm and the power was found to have shut down. Additionally, the mute and restart buttons were not working. The device was available for evaluation. Service personnel (sp) inspected the unit and replaced the control board to solve the vent ilator shutdown issue. Also the mute and restart buttons not working issues were resolved by the replacement of control board. Additionally sp performed the semiannual preventive maintenance and replaced the on/off valve as the peep was lower than the set pressure. Also the inlet filter was replaced due to damaged part. The unit passed all the required calibrations and test as per manufacturer specifications at the time of service. One control board was returned to medtronic for further analysis. The control board was installed into the ht70 test ventilator but the unit would not power up. The control board was removed from the unit and the c92 capacitor on the control board was found to be damaged. If a failure of the c92 capacitor occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a damaged c92 capacitor on the control board. Analysis determined that the control board serial number was prior to the implementation of a change to address c92 failures. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while ventilating on the test lung, the ht70 ventilator generated an alarm and the power was found to have shut down. Additionally, the mute and restart buttons were not working. The ventilator was not in use on a patient at the time of the reported event.